Manufacturer narrative:
The insulin pump was unable to prime during the prime test and motor error alarmed during the basic occlusion test due to protruded drive support disk. The motor passed motor test. No compromised force sensor system alarmed from the pump. The pump was received with minor scratched lcd window, cracked display window corners, broken belt clip slot, and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating a motor error and vent blockage from the insulin pump. The customer's blood glucose reading was 360 mg/dl. The customer treated the blood glucose readings with the pump. The customer stated that insulin was squirting out during manual prime. The customer stated that the reservoir and the tubing connector were not wet. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.